Event description:
A home pt (hp) contacted a baxter tech services representative (tsr) and stated that he became disconnected from a homechoice system (hc) during dwell 1 of therapy. The hp also atated that there was no alarm, but his bed and clothes were wet. The tsr advised the hp to re-start therapy with all new supplies and contact his nurse in the morning for further instructions. Per the home pt, there has been no pt injury or medical intervention associated with this incident.